Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product and picture were not available and appearance check was not performed. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). Based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. The doctor found the leading haptic was separated at the tip and removed the piece. The patient health was not impacted.